Event description:
During use, the hydro surg irrigator stopped working and started to smell like it was burning. The casing became hot.what was the original intended procedure?laparoscopic supracervical hysterectomy.